Event description:
The manufacturer received information alleging a ventilator doesn't work when plugged in. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report was filed as a duplicate of MDR 2518422-2022-80430 submitted to the FDA on september 12, 2022.